Manufacturer narrative:
Concomitant product(s): product ID: 5054-52 lead, implanted: (B)(6)2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered a warning for low impedance and the lead had a history of low impedance measurements. In addition, atrial lead noise was noted on atrial tachycardia/fibrillation episodes. The lead remains in use. No patient complications have been reported as a result of this event.